Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced 'high watt' alarms and symptoms of hemolysis. The site performed a controller exchange in attempt to correct the alarms without success; the patient tolerated the controller exchange well. The patient received treatment for suspected thrombus with a return to normal pump parameters. It was last reported that the patient was doing well. The devices ((B)(4)) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple 'high watt' alarms. A possible root cause for the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. Device remains implanted.

Event description:
Approximately fourteen months post hvad implantation, this patient was admitted to the hospital after experiencing "high watt" alarms and exhibiting signs and symptoms of hemolysis. The patient presented with bloody urine and an intermittent humming and grinding noise of the pump, with intervals of churning heard during auscultation of the left ventricular apex. Upon admission, the site performed a controller exchange in an attempt to correct the alarm without success. The patient was switched back to his original controller after a few minutes. He reportedly tolerated the exchange. CT scan and labs were ordered but results were not been provided. Ramp echocardiogram results "seemed" normal with no changes in aortic valve opening (no opening) or left ventricular size. The patient's mean arterial pressure (map) was 80 with a regular heart rate. Preliminary log file analysis confirmed increasing trends in power and flow beginning on (B)(6) 2014. The patient was successfully treated with tissue plasminogen activator (tpa) with a return to normal pump parameters. The last report received indicated that the patient is doing well.